Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Beginning apr2015, rv capture threshold rose from 1.75v to greater than 2.5 v. (B)(4).

Event description:
It was reported that the right ventricular lead thresholds "trended high and remained high." Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.